Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the device is in disconnected mode and critical override causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist mentioned that there was a network port that was not working properly and is now resolved. The system functioned as intended after the technical support specialist troubleshooted the device.